Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10-may-2026, arthrex was notified via email of a case study published in 2022 by arthroscopy, sports medicine, and rehabilitation, titled ¿clinical outcomes of pectoralis major tendon repair with and without platelet-rich plasma.¿. The study reviewed twenty-three (23) patients that underwent pectoralis major tendon (pmt) repairs, using unicortical pectoral button (arthrex). During the 5.1-year follow-up period, one (1) patient underwent revision surgery for adhesions (partial revision + adhesiolysis). Source: hanson, j. A., et al. (2022). "Clinical outcomes of pectoralis major tendon repair with and without platelet-rich plasma." Arthrosc sports med rehabil 4(5): e1739¿e1746.